Manufacturer narrative:
The device has not been rec'd by depuy synthes power tools. If add'l info becomes available, a supplemental report will be sent.(B)(4).

Event description:
Report 7 of 13. Report rec'd from (B)(6) stating that the device was returned unused because it "failed distributor's inspections." Debris in sterile packaging was observed. The device was not being used during surgery and no injury or medical intervention occurred. The date of event is unknown. There was no add'l info provided.